Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to breathing problem. There was no report of patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to breathing problem. There was no report of patient harm or injury. There was no medical intervention required by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed. Pil observed there was rust/corrosion on the p4 power connector. Pil swapped the corroded p4 with a known good in order to properly use the power supply/cord. Using a known good power supply, there were no errors logged. During the investigation, an unknown grey contaminant was observed on the front panel. A brown unknown contaminant was observed on the rotary knob, top enclosure, bottom enclosure, sd flip door, interior of the front panel, and interior of the bottom enclosure. The iso (international organization for standardization) port had a dark unknown contaminant throughout the interior. The air inlet had a thick dark brown contaminant on and around it. The bottom enclosure was missing a non-skid pad. An unknown dust-like contaminant was observed on the blower and bottom enclosure. The bottom enclosure had a corrosion/rust-like contaminant on the area where the p4 sits. Evidence of liquid ingress was observed on the p4, blower, and blower box. Inv1023 addresses the issue of liquid ingress to the p4. There was a thick brown colored dust-like contaminant in the blower and on the impellors. A keratin-like substance was observed on the blower box and blower seal. ER-2243857(v01) addresses the issue of keratin. Evidence of sound abatement foam degradation/breakdown was not observed. Pil confirmed no presence of degraded sound abatement foam using a fitt (foam integrity test tool). Pil cannot confirm the complaint of the device not turning on or functioning. In box d: device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg?, (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.